Manufacturer narrative:
An evaluation of the provided information has been made available. The DHR check could not be performed as lot numbers were not available. No trend analysis performed since no reference number available. The compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that an unknown patient developed deep infection and two-stage arthroplasty (performed after revision of the acetabular component ) was conducted 1 year after wagner stem implantation. No x-rays, surgical reports or other information/documentation was received for review. Devices analysis: it was not possible to perform an analysis of the devices as they were not provided for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea no. 107484 rev. 4 based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced.

Event description:
A journal article from "the journal of arthroplasty - femoral revision using the wagner sl revision stem: a single-surgeon experience featuring 11-19 years of follow-up " was received. It was stated that one patient developed a deep infection in the hip and two stage arthroplasty (performed after revision of the acetabular component) was conducted 1 year after wagner stem implantation.